Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the x-ray tube failed. Upon troubleshooting fse found that the rotor was out of tolerance. To resolve this issue, the fse replaced cooling unit and rotor control board. The defective cooling unit was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray tube was giving errors, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.